Event description:
On (B)(6) 2015 customer claimed that mold in her toothbrush is causing her to get thrush. She has been treated for thrush three times by her doctor. She claims they believed it was caused by her diabetes until she noticed the mold inside her toothbrush.

Manufacturer narrative:
Consumer is not responding to contact attempts.